Event description:
During a rotational atherectomy procedure, while attempting to treat a calcified and 90% stenotic lesion, the physician experienced resistance during removal. The burr was being used with a rotawire and a 7f britetip guide catheter. Upon removal from the guide catheter, severe resistance was encountered. No pt injuries or complications were reported.